Event description:
It was reported to tyco healthcare/kendall, that a customer had a problem with a dual lumen PICC. The customer stated that the PICC is leaking.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.